Event description:
Patient revised for metalosis and alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. The newly provided information was reviewed. Review of supplied information did not confirm the reported metallosis or alval, but did find evidence suggesting adverse tissue reaction. The investigation was unable to draw any conclusions about the root cause of the adverse tissue reaction. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.